Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a hand infection; she had recent surgery on her hand and the infection was caused by her high blood glucose values delaying her healing. The patient's blood glucose at the time of hospitalization was in the 300 mg/dl range. The customer was treated via insulin shots, IV drip, and antibiotics. The customer's blood glucose was high due to the infusion sets not sticking properly. No products were returned and two reservoirs, two infusion sets, and a tape kit were sent to the customer.